Event description:
It was reported that two years following a sling placement, the pt developed an infection which necessitated the removal of the sling. There is no further info and the product has not been returned.